Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found. The ins had white foreign material on the lower portion of the ins case which is consistent with calcification (components of calcium and phosphate) that has been observed on other ins devices that had been implanted for long periods of time. It is not possible for this to be "battery liquid leakage" as leakage through the ins case or battery leakage inside the case would have rendered the hybrid circuit non-functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) reporting that the ins was being replaced due to normal battery depletion. The cause of the event was not determined.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that during an ins replacement procedure, white colored foreign material on the explanted ins was observed. The attending physician requested a product investigation, suspecting battery liquid leakage and was concerned about patient impact. The device settings were unknown. No x-ray images were available. No telemetry data was available. There were no external contributing factors. No diagnostics or troubleshooting was performed. The action taken to resolve the event was the ins was replaced with a different device manufacturer¿s device. The issue was not resolved at the time of this report. No patient symptoms were reported. No surgical intervention occurred, nor was planned. The physician¿s observation regarding severity was not severe. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting calcium and phosphorus were detected by component analysis of the white colored foreign material. It was considered to be calcium phosphate of biological origin.